Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d9, d8, e3, e2, g2, h2, h3, h4, h6, h11. Corrected fields: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the display error occurred due to faulty front panel leds. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the high flow insufflation unit operation panel not displayed properly. This issue occurred during therapeutic gynecology laparoscopic ovarian removal procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name- (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.